Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via magnetic resonance imaging (MRI) computer lookup and patient chart showing this ra lead as non-conditional for MRI. As of this time, this ra lead remains in service. No adverse patient effects were reported.